Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre reader wouldn't charge and does not turn on with the button pressed. She was unable to obtain a reading. The customer experienced a loss of consciousness and was unable to treat themselves. The customer received glucose and insulin (type/dose unknown) as treatment from a family member and no further information was reported. There was no report of death or permanent injury associated with this event.